Event description:
A field service engineer was informed on 5/18/2026 that a mistreatment had occurred on 5/14/2026 at approximately 7:30am. The mistreatment was due to improper setup by the radiation therapist technologist (rtt). The field service engineer discussed with the rtts and the following is a summary of events: 3 rtts were performing setup for a normal scheduled fraction for patient (B)(6). Of the 3 rtts, one has been working on the system for a few months, one had previously worked on the system from 2024 through part of 2025 and returned this month after approximately one year away, and one is a new hire with less than a week on the system. The patient is being treated for a spine case. The rtts aligned the incorrect vertebrae during setup on 5/14/2026, resulting in ~2.5cm position error, and completed all fields for that day. On 5/15/2026 a different rtt performed setup for the patient and discovered the discrepancy from the previous day. The site performed an investigation including dose evaluation and determined the mistreatment was clinically insignificant. The site determined the cause to be user error due to inexperience.

Manufacturer narrative:
Available information indicates the event resulted from user setup error involving incorrect vertebral alignment during patient positioning, with no evidence of hardware or software malfunction.